Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. The valve was not returned for evaluation.

Event description:
As reported by an edwards lifesciences affiliate in china, regarding a 26mm sapien 3 valve in the aortic position by transfemoral approach, a preoperative evaluation of the patient's ascending aorta found it was severely dilated (diameter 60mm). During the procedure, after bav was performed and the commander delivery system with crimped valve crossed the valve for positioning and was released with extra 1cc, an ascending aorta dissection was detected at ultrasound and it was confirmed with later contrast angiogram. The valve was in good position after release, with no perivalvular leak, and the catheter measured differential pressure of 5-7 mmhg. The patient's blood pressure was stabilized at a low level while doing real-time ultrasound monitoring. After consultation with the cardiac and vascular surgery teams, the patient was transferred to surgery. At this time, the ultrasound showed a severe dissection at a height of about 10 cm from the sinus upwards. After opening chest, the dissection was seen to develop into the abdominal aorta. The surgery team did surgical replacement of the aortic valve prothesis and aortic arch, as well as treated the thoracic main aorta and abdominal aorta. Based on the chest-open observations, it was determined that the dissection happened because, after valve holder deployment, the free edge of the leaflet without coronary sinus, near the side of right sinus, had a small amount of calcification which pushed and caused tearing of sinus tissue, because patient had severe dilatation of ascending aorta and thus fragile tissue. The patient's condition post procedure was stable but about two days after the surgery, patient passed away. No edwards device malfunction was reported.